Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh were used. The dates were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05687. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior/posterior mesh excision due stress urinary incontinence, anterior/posterior mesh erosion and vaginal bleeding. The patient experienced pain, erosion, recurrence and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with excision of eroded mesh and tension free vaginal taping. It was reported that following insertion the patient experienced extrusion, infection, vaginal scarring and urinary/bowel problems. It was reported that the patient had an injection of durasphere to treat incontinence and intrinsic sphincter deficiency on (B)(6) 2010. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05687 and 2210968-2014-16724.the same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage after voiding, not emptying, urgency, urinary frequency, urinary incontinence, and weak stream.

Event description:
It was reported that following insertion the patient experienced urinary leakage after voiding, not emptying, urgency, urinary frequency, urinary incontinence, and weak stream.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced dyspaurenia.